Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A customer reported receiving an unspecified higher sensor scan and as a result, experienced symptoms described as ¿pressure¿, dizziness, sweating, fast heart rate, and temperature of 33.4 degrees. The customer was unable to self-treat and had contact with a healthcare professional who provided 50% of glucagon and water with salt as a treatment. There was no report of death or permanent impairment associated with this event.